Manufacturer narrative:
Product analysis: manufacturer's field service was unable to confirm the customer comment that the external pulse generator (epg) was not pacing. The epg passed all field service testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing. The epg was evaluated at the user facility by a company representative and will not be returned for service. There was no patient involvement.